Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level of 702 mg/dL and high ketone levels identified as life-threatening by a healthcare provider. The cause of the high BG was unknown. The customer was admitted to the intensive care unit and was treated with intravenous fluids of saline, insulin, electrolytes, and phosphorus. The customer was released on (b)(6)2026 with the issue resolved and no permanent damage. The infusion set was changed to address the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown / Unknown / Unknown / Unknown.